Event description:
It was reported that the fred stent was used for treatment of an aneurysm at the siphon of the left internal carotid artery (ica). Follow-up angiography 3 months post procedure revealed occlusion at the site of the fred stent implantation in the left ica. The aneurysm was less than 2mm and 5 coils were implanted after the stent implantation. Due to vascular anatomy, the stent was implanted in a lesion that could only be deployed in the stretched state. In addition, the mip image showed that there was bone on the proximal side of the lesion. Pta was performed on the same day and the physician assumes that the pta might have created a spot where the fred firmly apposed and a spot where it was not fully deployed and apposed due to the bone. The fred stent opened properly during implantation; however, it was likely that there was some part that apposed to vessel wall and some part that did not. The physician advised that the patient is asymptomatic and no additional treatment is planned.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis. No procedure images provided. Therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.